Manufacturer narrative:
There was no report of patient injury. Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 sensor module for bubble detector being used with the c5 compact system switched from 3/8" to 1/4'' during priming. The c5 system recognized the 3/8'' sensor as a 1/4'' sensor. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 sensor module for bubble detector being used with the c5 compact system switched from 3/8" to 1/4'' during priming. The c5 system recognized the 3/8'' sensor as a 1/4'' sensor. There was no patient involvement.